Manufacturer narrative:
The device involved in this event has not been returned for eval.

Event description:
It was reported the guidewire could not be advanced out of the catheter's tip and a hole was found on the catheter. No pt injury reported.